Manufacturer narrative:
Block b3: date approximate. Block d2b: lgw, qrb.

Event description:
It was reported that the patient experienced a recurrence of their pain. It was noted that the spinal cord stimulation (scs) lead displayed high impedances. The patient underwent a revision procedure in which the leads were replaced.

Manufacturer narrative:
Block b3: date approximate block d2b: lgw, qrb. Device history record review: a review of the manufacturing documentation for the lead revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the device was not returned despite good faith efforts to receive the product. As such, physical analysis has not been conducted in our laboratory. Labeling review: a product labeling review was performed and it did not reveal any anomalies. The IFU states lead breakage, loose connections and electrical issues can result in reduction in pain relief, as noted within the IFU as a potential risk associated with use of these devices. Risk review: a review of the infinion cx lead kit was completed and confirmed that the event of inadequate stimulation was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the lead was not returned despite good faith efforts to receive the product. As such, physical analysis has not been conducted in our laboratory. A product labeling review that was conducted determined that lead breakage, loose connections and electrical issues can result in reduction in pain relief and is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation, as documented in the IFU.

Event description:
It was reported that the patient experienced a recurrence of their pain. It was noted that the spinal cord stimulation (scs) lead displayed high impedances. The patient underwent a revision procedure in which the leads were replaced.